Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during placement of this left ventricular (lv) lead, the lead perforated the heart wall. The lead remains in service. No additional adverse patient effects were reported.